Manufacturer narrative:
The lens was not returned for eval. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling, techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported that the lens was difficult to inject because the incision was not made large enough. Also it was reported that a posterior capsule tear occurred. The incision was enlarged. A backup lens was implanted with no issues and no sutures were required. The patient has a good visual prognosis and no further treatment is necessary. Reference MDR# 1313525-2015-01599 for the injector used for this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.